Event description:
Patient reported receiving a blood glucose result of 500mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 40u of insulin. Patient indicated that approximately 1 hour later they lost consciousness. Patient stated that emergency medical services were contacted, on their behalf. Patient noted that they were treated for hypoglycemia; however, they were unable to provide any details about blood glucose results obtained by prramedics, or treatment received. Patient stated that they were transported to the hospital for additional treatment. Patient indicated that they awakened, and was released the following day. Patient's current condition; feeling ok. Quality control tests had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.